Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had migrated out of the muscle and into the subcutaneous area superficial and posterior. It was noted that one month ago the patient felt uncomfortable and noted that the device had migrated. A revision was performed and it was noted that the suture unattached at the muscle site. The device was placed back intra-muscular and a different suture was used. The patient was noted to have eczema and a swab for infection did not show an infection in the pocket. No adverse patient effects were reported. The device remains implanted.